Manufacturer narrative:
An event regarding fracture involving a duracon baseplate was reported. The event was confirmed. Device evaluation and results: the tibial baseplate fracture through on posterior condyle section in fatigue. Evidence of posterior edge loading on the tibial insert was observed, which would have placed additional load on the fractured baseplate section. No material or manufacturing defects were observed on the device features evaluated. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that duracon baseplate fractured in fatigue. There was evidence of posterior edge loading on the tibial insert, which would have placed additional load on the fractured baseplate. The exact cause of the fracture could not be determined because medical records were not received for review. Further information, such as operative reports and x-rays are needed to determine the root cause.

Event description:
It was reported that the patient was being revised because the tibial baseplate broke.

Event description:
It was reported that the patient was being revised because the tibial baseplate broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.